Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that signal loss occurred frequently between (B)(6) 2025. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on 12/26/2025, the patient started getting signal loss alarms from the dexcom app and omnipod 5 insulin pump. There was no mention if the patient was monitoring their blood glucose (bg) by fingerstick during the signal loss episodes. On (B)(6) 2025, around 7:00 pm, the patient decided to insert a new sensor to fix the signal loss message from his app. While waiting for the new sensor to finish warming up, he took a fingerstick and the bg reading was 500 mg/dl. The sensor warm up was completed and cgm was displaying the word high. The patient also tested his ketones and it was also high. The patient stated he was asymptomatic at that time. His father and mother sent him to the hospital; however, the hospital had no pediatric endocrinologist and the patient was taken to the (B)(6) hospital via ambulance. The patient was diagnosed with diabetic ketoacidosis and treated with IV insulin and fluids. The patient was also put on oxygen. He was kept overnight and was discharged on 12/29/2025. At the time of the report, the patient was stable. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. Data was provided for investigation. The allegation was undetermined via data. Signal loss was not found in connection with the allegation. However, data found that a new sensor was started at 04:30 pm, and egvs were high (over 400 mg/dl) from 05:00 pm to 10:30 pm without any alerts. The probable cause was that the alert was disabled. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).